Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow upon interrogation, post-paced t-wave oversensing were observed. Programming changes were made to address the oversensing issue. Patient was stable.

Event description:
New information received indicated that another episode of non-sustained rv oversensing due to post-paced t-wave oversensing was observed. Programming changes were made.